Event description:
Adverse event(s): "patient had received anesthesia" (no code available). Product problem(s): "system message displayed." (Device displays error message). A customer reported receiving an error message prior to the procedure. However, the patient had received anesthesia. The surgery had to be rescheduled for another day. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).